Event description:
It was reported that the customer had high blood glucose levels of 151 mg/dl. The mother of the customer would like to participate in the voluntary recall of the insulin pump as the customer was young and might accidentally program a maximum bolus from the insulin pump. Medtronic has informed customers of the potential to deliver insulin through accidental button pushing through a safety notification letter thus the voluntary recall. Troubleshooting was done. It was reported that the insulin pump of the customer was having the scroll wrap issue. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)